Event description:
Discordant low afp results were obtained on a pt sample. The initial discordant result was not reported to the physician. The sample was repeated on the same day. The repeat result was not reported to the physician. Pt treatment was not altered or prescribed. There was no report of adverse health consequences due to the discordant afp result.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site for instrument eval. After eval of the instrument, the fse replaced the co2 scrubber, and the co2 scrubber tubing, and decontaminated the sys with naoh and water. The instrument is performing within specs. No further eval of the device is required.